Event description:
It was reported that during a shoulder arthroscopy, when the device was first being used, little pieces of metal shavings flew out, and it left lots of little metal shavings behind in the patient. There was no torque being put on the device. The shavings were removed by irrigation, and the device was replaced. The patient was fine after the procedure. Additional information was requested, but no additional information was provided.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. There were no nicks or burs on the inner shaver or outer sheath. The device passed spin testing and drop testing confirming the device was not bent. The device history record was reviewed and no discrepancies were noted.